Event description:
The customer alleged discrepant calcium results on 1 patient sample on the integra 800 analyzer, serial number (B)(4). The initial calcium result was 11.0 mg/dl. The test was repeated twice on the original analyzer with results of 9.5 mg/dl and 10.2 mg/dl. The sample was repeated on a 2nd integra 800 analyzer, serial number (B)(4), with a result of 10.0 mg/dl. This result was released outside the laboratory. The customer stated that the patient was not affected by the discrepancy. The field application specialist stated that the customer performed precision studies after obtaining the discrepant results using the same reagent cassette. These precision studies failed. At the same time, the customer performed precision studies on lipase and triglyceride, which passed. The customer discarded the calcium cassette and replaced it with a fresh cassette of the same lot number. Calibration, quality controls, and precision passed with the fresh cassette. The customer noted imprecise calcium results again on (B)(6) 2010, when the cassette had 47 remaining tests. The customer stated that no incorrect results were reported outside the laboratory; no data were provided. The reagent cassette was replaced (the lot number was not provided); calibration and quality controls were acceptable. The field application specialist arrived at the site and performed quality controls and precision tests on the cassette that the customer had loaded; the results were acceptable. The field service representative could not determine the cause of the issue. He ran performance tests which were "on the high side." He replaced a sample probe and also replaced a valve due to crystal build- up; he performed precision studies which were acceptable. He stated that replacement of the reagent cassette fixed the problem. The customer's calcium reagent was replaced with a new lot number, after which the customer stated that they, "are running fine." Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.